Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2016 with the following findings: investigation revealed a dim and discolored display. Unrelated to this issue, the audio bolus button cover was missing, making further bolus button testing impossible. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/08/2016. Investigation revealed a dim and discolored display.